Event description:
There was an allegation of questioned hiv and hbv positive results when using the cobas® mpx (480t) results from the cobas 6800 analyzer for 14 patients. 12 patient samples were identified. For the hiv reactive results, the following 5 samples were identified: (B)(6)- CT 40.27, (B)(6)- CT 38.25, (B)(6)- CT 38.49, (B)(6) - CT 23.85, (B)(6) - CT 28.77. Hiv confirmatory testing was performed using an unspecified type of pcr testing, which generated non-reactive results. For the hbv reactive results, the following 7 samples were identified: (B)(6) - CT 37.17, (B)(6) - CT 38.34, (b)6)- CT 37.19, (B)(6)- CT 37.48, (B)(6) - CT 33.29, (B)(6) - CT 35.02, b)(6)- CT 30.49. No information regarding retesting for hbv was provided. No information for serology testing was provided.

Manufacturer narrative:
The cobas 6800 serial number was (B)(6). The investigation indicated no product-related issues were identified. The most likely causal factors are either the presence of very low viral load samples, which can be detected as reactive but not consistently, or non-specific amplification events, which can occur at an extremely low frequency. Although contamination was considered a possibility, the swab tests and decontamination procedures performed by the field team were negative, ruling it out as a probable cause. Without the actual results, it is not confirmed if these are false positive cases.